Event description:
It was reported that a spark-like noise could be heard in the device. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation in good physical condition. The device was unpacked, the tank was filled with water, a disposable was attached, and the start button was pressed. At the beginning the device was fully functional, but after about one minute the over temp alarm turned on. After the rear plate was removed it was found that the return tube had a big crack, and the pcb was presenting water traces. The customer's indicated failure was confirmed, and the root cause was determined to be the cracked return tube and defective pcb. A test pcb and return tube were installed, and this time the device was fully functional, and no errors were triggered. However, as the customer had received a replacement, the device was scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.